Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual and a mechanical inspection. The visual analysis revealed severe explant damages such as deformation of the outer coil and cuttings in the insulation. The inner coil was found prolonged and the insulation pulled off at the is-1 connector pin. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subjected to strong pulling forces during the explant procedure. In summary, there was no sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this lead had dislodged. The physician stated that this patient has a lot of scar tissue in the right ventricle and has had radiation therapy in the past and considerable myocardial damage. A revision procedure was performed and the lead was removed from service and replaced without further incident. No adverse patient effects were reported.